Manufacturer narrative:
(B)(4). Device evaluated by MFR: the guidewire was returned with the microcatheter. The catheter was visually inspected and was found to be kinked 55cm from the tip. The returned guidewire was found to be severely kinked and had peeled/damaged coating. A 0.018in mandrel was inserted into the hub of the microcatheter and could not be advanced through due to restriction encountered below the hub. To determine the source of the resistance, the catheter was cut below the hub and a dark material consistent with the peeled coating on the returned guidewire was identified within the lumen under the hub of the device. This material was dislodged and the guidewire was advanced through the cut hub and the remainder of the microcatheter shaft with no resistance. The dimensions of the device are within specifications. The returned guidewire od was measured and was found to be compatible with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a guidewire could not be inserted into a microcatheter. The target lesion was located in the hepatic artery. A fastracker 325 135cm/transend 18 system was selected for transcatheter hepatic arterial chemoembolization procedure. During procedure, it was noted that the guidewire could not be inserted into the microcatheter. The procedure was completed with another same device. No patient complication were reported and the patient's status is stable. However, device analysis revealed a peeled coating of the guidewire.